Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The dissector balloon was unable to be inflated due to the observed cut. Visual and functional testing of the returned product confirmed the product, as received, met specifications. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device would not inflate. Another device was used to complete the procedure. There was no patient injury.